Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle never deployed the cannula into the skin during activation, indicating a needle mechanism failure. The pink slide did not move forward.

Manufacturer narrative:
The device was received not deployed. The download data shows the device ran for forty seven (47) pulses and was deactivated by the user at the end of the first priming sequence. Since the device was deactivated before the start of the second priming sequence, the needle never deployed. The needle mechanism deployed successfully upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the needle failing to deploy by the end of the second priming sequence.